Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with presyncope. Increased thresholds post-procedure was observed. Since the patient suffers from int. Chb, loss of capture at higher outputs was also noted. On (B)(6) 2020, the lead was explanted and replaced. The patient is stable.